Event description:
Boston scientific received information that difficulty was experienced interrogating this model pacemaker. Boston scientific technical services (ts) discussed trouble shooting options. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should further information become available.